Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a loose connection was noted between the transfer set and the cassette. The event occurred during the initial drain on the homechoice (hc). The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.